Manufacturer narrative:
On (B)(4) 2015, the field service engineer (fse) found the valve mount for vl13 broken causing the leak at the probe wash block and cup. The fse replaced the mount for vl13, probe wash block and cup to fix the leak. The latron control failures are attributed to a faulty blood sampling valve. The fse replaced the tubing in the latron pathway along with the bsv, bsv shaft, bsv lever and probe back wash valve to fix the latron. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported an uncontained diluent/blood leak of about 20 ml from the coulter lh 750 hematology analyzer. Latron controls were failing at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.